Event description:
Technician alleged that the bed drifts down.

Manufacturer narrative:
Technician degreased and cleaned the hilow brake this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.